Event description:
On (B)(6) 2012, a customer contacted (B)(4) regarding an unrelated alarm that appeared on the home choice (hc) during peritoneal dialysis (pd) therapy. The issue was resolved over the phone and there was no serious injury or need for medical intervention reported at the time of the initial report. On (B)(6) 2012, during a follow up call to the home patient (hp) by baxter (B)(4) regarding the reported alarm, the hp stated she has since developed peritonitis. No further information could be obtained as the hp's phone died. On (B)(6) 2012, (B)(4) contacted the peritoneal dialysis registered nurse (pdn) regarding the peritonitis. Per the pdn, the hp had recently been transferred over and she is still waiting for the records and she cannot recall what type of peritonitis it was. The pdn reported the patient is currently on antibiotics (unspecified). No further information could be obtained at the time of the report. On (B)(6) 2012 additional information was obtained by baxter (B)(4) from the pdn. The hp was diagnosed with peritonitis on (B)(6) 2011 coincident with (B)(4) dianeal (unspecified). The patient was not hospitalized for the event. In the pdn's opinion, the cause of the peritonitis was a break in aseptic technique (details not provided). The pdn stated that in her opinion the cause of the peritonitis was not related to a baxter pd product or solution. No further information was received at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed. The assignable cause was not determined. A review of all batch record documents was performed on potentially associated lots h11f22040, h11h19059, h11i09041, h11f20093 and h11k01037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A label review was performed and found to be adequate for the use error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.